Event description:
It was reported that the buttons on the insulin pump were unresponsive, and the time was not advancing. The display was not blank, and no alarms occured before or after the buttons were not responding. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.